Event description:
6 fr. Ngt [nasogastric tube] was placed in a patient and burst open during medication administration. Upon removal of the ngt, one can see the split in the ngt tubing. 6fr corflo ngt burst while inside a patient. Rn was having difficulty flushing tubing, applied pressure with water syringe to troubleshoot and tubing burst. Ngt was removed and tube was intact, no foreign objects remained in the patient. Part of the ngt broke open while the rn was troubleshooting the clogged tube. This is the first of 3 tubes which have burst while being inside this patient. Rns are properly flushing tube between meds and prior to/after medication administration.